Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy procedure, the surgeon clamped the tissue of stomach and tried to squeeze the handle, however could not fire the device. Replaced by new cartridge, however the same event occurred. Replaced by another new cartridge, the firing was completed.

Manufacturer narrative:
Additional information: brand name: endo gia ultra, model: egiaustnd, catalog: egiaustnd. If information is provided in the future, a supplemental report will be issued.